Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-07564, 07565. The pt reported she had an uncomfortable numb tingling sensation under the ipg for the last 2-3 months. The pt also reported she had never received effective stimulation and had stopped using the scs system in late 2012. The pt reported receiving an uncomfortable stimulation in the legs. The pt was implanted for low back and hip pain. It was reported the pt had been referred for an explant of the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.